Event description:
(B)(4).pains in lower abdomen (ovary area). Severe hair loss. Bruise very easily (never have before). Painful menstrual cycle. Super heavy menstrual cycles. Weight gain. Inability to loss any weight even while working out on a very regular basis. Very emotional.